Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator due to repeated recoverable fault 48224 while switching on lamp module resolution. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was installed into a printed circuit assembly (pca) system and powered on. Error 48245 was found in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a repeated recoverable fault during surgery and the illuminator was not turning on. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer power-cycle the system and the circuit breaker of the illuminator; however, the error persisted. The tse reviewed the system logs and confirmed error 48245. The customer did not have a stand-by lamp module available. The tse suggested to use an external light source. The procedure was completed as planned with an external light source. There was no reported injury.